Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 171mg/dl and 63 mg/dl at the time of the incident. The customer was at 253 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer states the pump malfunctioned during a set change. The customer felt a burning sensation and pulled out the site to see insulin streaming out. The pump delivered 60 units. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. After the 2.0 unit fill cannula was completed there was no more water exited the infusion set. No prime/seating anomaly or delivery anomaly noted during testing. The unit properly listed all test boluses and the fill cannula delivery in the daily history screen. No history anomaly noted. Unit uploaded properly using carelink. No rf communication anomaly noted. Unit had a minor scratched display window and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.